Event description:
It was reported that the patient experienced an elevated blood glucose level and was unsuccessful lowering it via the infusion device. She changed the infusion set and was successfully able to lower her blood glucose level via the infusion device. She thinks the device failed to display e4 (occlusion error) when it should have. No adverse event was reported. The infusion device was requested to be returned for product evaluation.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.